Manufacturer narrative:
The lens worn by the pt at the time of the event was not returned. Four sealed lenses of the same lot were returned and inspection revealed the lenses were within specification. Based on all info, no root cause can be determined and no conclusion can be drawn.

Event description:
Patient experienced ocular irritation in the left eye while using prevision soft contact lenses. Patient presented at an eye infirmary with a corneal ulcer located in the bottom left of the inferior cornea. The ulcer was treated with ciloxan and chloramphenicol. Per the reporting optician, the pt's vision was unaffected; however, the pt was instructed by the treating physician at the eye infirmary to discontinue contact lens wear for a few months.